Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and error did not recur; customer was instructed to wait 20 minutes before starting sensor session, to monitor for any further issues, and to report if error returned.